Event description:
It was reported the patient experienced a loss of therapeutic effect following a surgery in (B)(6) 2013 where they had a l2/l3 lumbar fusion done. It was noted that following the procedure, the patient¿s therapy started to diminish and then the battery depleted quickly. It was further noted that the depletion was faster than they expected. It was stated the patient was admitted to the hospital for a replacement implantable neurostimulator due to the low battery and possible lack of therapy. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v388998, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).